Manufacturer narrative:
This report is submitted on january 2, 2020.

Event description:
Per the surgeon, the patient experienced a repeated extrusion of the ground electrode. The implant remains in-situ.